Event description:
Following implant of the pacemaker, the right atrial (ra) lead, and the right ventricular (rv) lead, the patient experienced ventricular fibrillation (vf). The patient was resuscitated and subsequently hospitalized and put on life support before passing away. Diagnostic imaging was performed and no evidence of lead dislodgement or other malfunction was observed. Increased threshold was observed; in the physician's opinion the increased threshold was due to patient anatomy. Additional information was requested but was not available.

Manufacturer narrative:
The reported events were unacceptable threshold and the patient was deceased. As received, a partial lead was returned in two pieces. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal portion due to procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.